Manufacturer narrative:
A review of tickets was performed for lot number 02819c000. The ticket search determined that there is an increase in complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data was evaluated for both routine and stat assays. The patient median result for the lot is comparable with all other lots in the field and confirms no unusual reagent lot performance was identified for 02819c000. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the architect intact pth lot 02819c000 was identified.

Manufacturer narrative:
A. Patient information: patient identifier: 1933009429a. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-28 that has a similar product distributed in the us, list number 8k25-27/29.

Event description:
The customer observed a falsely elevated architect intact pth result for 1 sample. The following data was provided: sid 1933009429a initial result = <0.4 pmol/l, repeat = 2.4 pmol/l, repeat = <0.4 pmol/l, repeat on another analyzer = <0.4 pmol/l, previous result = <0.4 pmol/l. No impact to patient management was reported.